Event description:
It was reported that patients spinal cord stimulator lead had impedances and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).